Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while customer was traveling through various altitudes inside of the pump's labeled operating altitude range. Customer's blood glucose level was ranged from 140 to 250 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.